Event description:
The olympus representative reported the tracheal intubation fiberscope leaked. No patient injury reported. During the evaluation of the device, it was noted the coating on the insertion guide cover was peeling off. This report is to capture the reportable malfunction of the coating on the insertion guide cover was peeling off noted at estimation.

Manufacturer narrative:
Additional information was requested from the reporter. No additional information was provided. The device was evaluated, and the reported issue was confirmed. The water tightness of the operating part (base of the suction port) was not maintained due to external factors. Water tightness was not maintained due to cutting of the bending section cover due to external factors. The insertion guide bundle had spots. The flexible tube of the insertion section was crushed due to external factors. There was peeling of the indicator on the base of the light guide mounting part. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.